Event description:
It was reported that the physician implanted an expired complete se stent into the patient. No damage was noted to packaging nor were there any issues removing the device from the hoop/tray. The device was prepped per IFU. The procedure was completed with no embolic protection device and without any complication. No intervention required. The patient is alive with no issues reported by the physician upon follow-up.